Event description:
Same case as MDR ID: 2134265-2015-03491. (B)(6). It was reported that congestive heart failure occurred. In (B)(6) 2013, percutaneous coronary intervention (pci) was performed. The 100% stenosed, 62.3mm x 13.03mm, de novo, eccentric, type c, diffused target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). Predilation was performed. A 30mm x 38mm promus element¿ stent was selected and implanted at 22 atmospheres with 0% residual stenosis and timi flow 3. Also, another promus element stent was implanted in the lesion. Five days post procedure, the patient was discharged. In (B)(6) 2015, the patient presented with congestive heart failure (chf). For treatment, angiography was performed. Subsequently, surgery except coronary artery bypass graft (CABG) was performed. In (B)(6) 2015, the patient recovered.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. He batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).